Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: (uterus)/ migration of essure device location of device: posterior aspect of uterus\the left esure coil was visible penetrating the serosa on the left side') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2006 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic,chronic/ pain"), anxiety ("psych injury/ psychological or psychiatric problems conditions: mental anguish"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal bleeding)"), abdominal pain ("abdominal pain,chronic"), dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("menorrhagia/ abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy(uterus only), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, anxiety, depression, migraine, dyspareunia and weight increased outcome was unknown, the vaginal haemorrhage was resolving and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy; date of removal previously reported as (B)(6) 2012 ,now as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: (uterus)/ migration of essure device location of device: posterior aspect of uterus\the left esure coil was visible penetrating the serosa on the left side') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2006 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic,chronic/ pain"), anxiety ("psych injury/ psychological or psychiatric problems conditions: mental anguish"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal bleeding)"), abdominal pain ("abdominal pain,chronic"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy(uterus only), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, anxiety, depression, migraine, dyspareunia and weight increased outcome was unknown, the vaginal haemorrhage was resolving and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy; date of removal previously reported as (B)(6) 2012 ,now as (B)(6) 2012,(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: pfs received. Reporter's information added. Event: vaginal bleeding outcome were updated to recovering. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: (uterus)/ migration of essure device location of device: posterior aspect of uterus\the left esure coil was visible penetrating the serosa on the left side') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: mirena iud from january 2006 to january 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic,chronic/ pain"), anxiety ("psych injury/ psychological or psychiatric problems conditions: mental anguish"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal bleeding)"), abdominal pain ("abdominal pain,chronic"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, vaginal haemorrhage, anxiety, depression, migraine, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: (uterus)/ migration of essure device location of device: posterior aspect of uterus\the left esure coil was visible penetrating the serosa on the left side') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2006 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic,chronic/ pain"), anxiety ("psych injury/ psychological or psychiatric problems conditions: mental anguish"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal bleeding)"), abdominal pain ("abdominal pain,chronic"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy.). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, vaginal haemorrhage, anxiety, depression, migraine, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: reporter, patient demographics, medical history, historical drug and laboratory test procedure were added. Added events abnormal bleeding (vaginal), depression, migraines / headaches, dyspareunia (painful sexual intercourse), weight gain, endometrial ablation performed concomitantly with the essure micro-insert implantation nos. Updated event psychological or psychiatric problems conditions: mental anguish (previously reported as psychological trauma). Updated onset date of events, reporter term of events. Event device dislocation clubbed with uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation: (uterus)/ migration of essure device location of device: posterior aspect of uterus\the left esure coil was visible penetrating the serosa on the left side') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included vaginal bleeding. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2006 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic,chronic/ pain"), anxiety ("psych injury/ psychological or psychiatric problems conditions: mental anguish"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal bleeding)"), abdominal pain ("abdominal pain,chronic"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic supracervical hysterectomy(uterus only), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, anxiety, depression, migraine, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy; date of removal previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: event fallopian tube perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: (uterus)'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic,chronic"), abdominal pain ("abdominal pain,chronic"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) ). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 2007: essure confirmation test(s)-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding, psych injury, perforation: (uterus)/migration. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.